Event description:
Ez flow 480 ambulatory infusion pump would only run when plugged into ac adapter, even when fully charged. As soon as the pump is unplugged, the screen is blank and will not turn on.